Event description:
A 6f angio-seal sts plus vascular closure device was used to seal the right femoral arteriotomy site post coronary intervention procedure. The staff immediately noticed an absence of a pedal pulse. Within a few minutes the pulse returned. The pt's leg was warm and pink. For approx 8 hours the pt had an intermittent pulse loss in the right extremity. Around 5pm, the physician took the pt back to the cath lab and performed an angiogram in the right lower extremity. There was a visible obstruction below the pt's right knee. The pt underwent surgical exploration and revascularization of the right let. The angio-seal was removed. The pt was doing well after the operation.